Event description:
No pictures or samples available for evaluation. Therefore, it was not possible to replicate or confirm the reported failure. The reported issue could be potentially related to a blockage at the secondary port needle-free valve which was preventing a secondary infusion. Another probable root cause could be related to the customer used a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, in the event that occlusions are observed, users are instructed to back prime to loosen the plunger. If that does not resolve the upstream occlusion: 1. Remove the syringe from the administration set. 2. Manually exercise the plunger to free up the resistance. 3. Reconnect the syringe. 4. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually.

Event description:
The following has been reported: "secondary backflowing into primary during infusion they are reporting an unexpected finding when doxil (red drug) appeared to backflow into the primary tubing above the cassette during secondary administration. Doxil is a hazardous medication, so the set was not saved. There were no alarms from the pump. There was no patient harm reported. The customer voiced concern. (B)(6), 2023." Potential for under infusion or a mix to a subsequent medication. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.